Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the back-flow from the bleed back indicator window of a 5f exoseal vascular closure device (vcd) did not appear. Hemostasis was archived by manual pressure. The procedure was completed. There was no reported patient injury. The exoseal was used. The procedure was an endovascular therapy (evt) case. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the back-flow from the bleed back indicator window of a 5f exoseal vascular closure device (vcd) did not appear. Hemostasis was archived by manual pressure. The procedure was completed. There was no reported patient injury. The exoseal was used. The procedure was an endovascular therapy (evt) case. The patient does not have a history of infectious diseases. Additional information was requested but not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were noted during this visual analysis. The bleed-back signal simulation using the bench top test model was performed, and no issues related to the reported event were observed. The bleed-back signal was present as expected. A high magnification evaluation was performed on the internal mechanism, including the bleed-back port. No abnormal conditions were observed. It was confirmed that the bleed-back port was unobstructed and functioning properly. The reported event of ¿bleed-back indicatobleed back issue absent¿ was not observed through analysis of the returned device since the functional analysis demonstrated bleed back functionality with no obstruction. In addition, the device was receive fully deployed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As per the IFU the exoseal vascular closure device is designed for use with a standard corresponding french size vascular sheath introducer with up to 12 cm working length. The indwelling sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath introducer. The french size of the exoseal vascular closure device must correspond to the french size of the sheath introducer in use. Do not use the exoseal vascular closure device in a sheath with a working length greater than 12 cm. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.